Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 18-jun-2019 with the following findings: during investigation, the battery compartment was cracked above the grip pad, and the battery cap was unable to fully tighten to the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Event description:
On 02/06/2017 the reporter contacted animas alleging that the pump stopped working after receiving an alert to change the battery. The user reportedly changed the battery after receiving the alert, but the display screen remained blank and the pump made continuous audible tones as if trying to power on. The reporter noted that there was a hairline crack in the battery compartment. The reporter stated that the pump had experienced a short battery life issue for the past week or so and that the battery had been changed three times in the past week. The user reportedly never noticed the pump rebooting on its own but assumed that it may have done so due to elevated blood glucose (bg) for the past two days. The reporter stated that the day prior, (B)(6) 2017, the patient experienced elevated bg of 308 mg/dl with increased thirst. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.